Event description:
It was reported that the patient experienced an embolic stroke. No intervention was performed. The patient presented as asymptomatic. An enroute transcarotid neuroprotection system was selected for a right transcarotid revascularization (tcar) procedure. During the procedure, flow reversal was noted to be extremely poor, as visualized by contrast remaining static in the internal carotid artery on angiography. Reversal was achieved by the physician applying negative pressure to the syringe used to inject contrast. Tcar was performed with the physician applying negative pressure on the grey stopcock on the arterial sheath after each device was utilized. Post-procedure imaging showed no identified deficits. The clamp was then removed, and imaging under antegrade flow revealed no identifiable findings. The procedure was completed; however, the patient awoke with left-sided hemiparesis. A code stroke was initiated, and computed tomography angiography (cta) showed no remarkable findings. Subsequent magnetic resonance imaging (MRI) revealed embolic findings. No medical or surgical interventions were reported. The patient was noted to be alert and oriented, with left-sided weakness. The patient was admitted to the hospital beyond the standard of care.

Event description:
It was reported that the patient experienced an embolic stroke. No intervention was performed. The patient presented as asymptomatic. An enroute transcarotid neuroprotection system was selected for a right transcarotid revascularization tcar procedure. During the procedure, flow reversal was noted to be extremely poor as visualized by contrast remaining static in the internal carotid artery on angiography. Reversal was achieved by the physician applying negative pressure to the syringe used to inject contrast. Tcar was performed with the physician applying negative pressure on the grey stopcock on the arterial sheath after each device was utilized. Post procedure imaging showed no identified deficits. The clamp was then removed and imaging under antegrade flow revealed no identifiable findings. The procedure was completed however the patient awoke with left side hemiparesis. A code stroke was initiated and computed tomography angiography cta showed no remarkable findings. Subsequent magnetic resonance imaging MRI revealed embolic findings. No medical or surgical interventions were reported. The patient was noted to be alert and oriented with left side weakness. The patient was admitted to the hospital beyond the standard of care. It was further reported that during the procedure the physician performed troubleshooting steps in response to the sluggish flow reversal including increasing the blood pressure to help drive flow reversal, verifying that the stopcocks at both the arterial and venous sheaths were correctly positioned, confirming the sheath tip position in the common carotid artery to ensure it was not against the vessel wall, and assessing the femoral vein side arm for any obstruction. The pre case evaluation did not indicate significantly poor collaterals or notable small vessel disease. The MRI report indicated tiny acute nonhemorrhagic cortical and subcortical infarcts involving the right frontal, right parietal, and right occipital lobes without mass effect. No other acute intracranial abnormalities were noted, and mild chronic microvascular ischemic changes were observed.